Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Per visual inspection, a scattered black stain along the shaft of catheter was found. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Sterile unless package is open or damaged, except for the hand sanitizer and castile soap which are not terminally sterilized." (B)(4).

Event description:
It was reported that there was a foreign material on the tip of the catheter when the user opened the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a foreign material on the tip of the catheter when the user opened the package.